Event description:
It was reported that during a prostate procedure, decrease vaporization efficiency at 44,673 joules was observed. Gland volume 60 ml. Time expended 10:04 minutes. The procedure was completed using a second fiber. There was ¿no patient injury¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2090, lot #347h, serial #(B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits mild detritus adhesion; there is moderate devitrification around the hole; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Refers to forward firing of the side firing surgical fiber; a code request has been submitted.